Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample were provided for investigation. Upon evaluation of the picture, the infusion pump had an open door and a drop of fluid, possibly determined to be blood based on the color. This was observed near the slide clamp insertion point. A photograph of the entire set was not provided; therefore, the location and possible cause of the leakage was unable to be determined. When the sample was visually evaluated, it was observed to be filled with a red liquid. The sample was decontaminated, and leakage tested, with failing results. Drops of water were observed under the green clamp, possibly due to misloading of the set on the infusion pump. The reported concern was not confirmed to be the resulting of the manufacturing process. The most probable root cause of cut tubing and leakage noted is believed to be attributed to misloading of the IV set into the space pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemo doxorubicin leaking around green release clip inside pump. No injury reported.